Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer was hospitalized due diabetic ketoacidosis to high blood glucose on (B)(6) 2017, with blood glucose 469 mg/dl. The customer¿s current blood glucose level was 469 mg/dl at time of incident and current blood glucose level was 319 mg/dl. The customer had symptoms such as vomiting. The customer was treated with pump. The customer pump does not allege under delivery. The customer reported that the drive support cap was normal. The customer was advised to change entire set, reservoir and insulin and treat per health care professional instructions. The customer was advised to call when tubing clamp received to perform high pressure test to confirm pump can detect an occlusion. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device received with all operating currents within spec and passed functional testing including the rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test, self test, unexpected restart error test and displacement test. Insulin pump passed the delivery accuracy test at 0.08685 inches. Device received with cracked case at display window corners, display window, reservoir tube lip and belt clip slot. Device received with minor scratched display window and case. Device received with stained end cap sticker and back address serial number label.